Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified eccentric distal right coronary artery that was 75% stenosed. After a guide wire crossed the lesion, a 3.25 x 18mm xience alpine stent delivery system was advanced but was unable to cross due to the tortuousity of the vessel so it was then pulled back into the guiding catheter. The stent moved distally from the balloon due to resistance felt with the guiding catheter tip during removal. The device was removed from the anatomy as a single unit. A non-abbott stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.